Manufacturer narrative:
Date of event is estimated. Section a4: patient weight is unknown. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), batch: 4081179 common device name: scs lead, model: 3163, UDI: (B)(4) batch: 4328108 common device name: scs lead, model: 3163, UDI: (B)(4) batch: 4317009 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported

Event description:
It was reported patient's stimulator had not been providing pain relief. The patient noted they had since stopped charging the device as stimulator was not providing relief. As such the entire system was explanted on (B)(6) 2024.